Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reported tightness in her throat, skin itching, nasal itching, hoarseness, and cough. The employee saw a doctor in the emergency room where she had lab work drawn, and was treated with claritin, tagamet, prednisone, and nebulizer treatment. The customer also reported that there was construction occurring elsewhere in the building.